Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid posterior descending artery with mild tortuosity. The 2.5 x 18 mm xience v stent delivery system (sds) was advanced to the lesion without issue; however, during an attempt to deploy the stent, it was observed that the sds balloon did not inflate at all. The sds was easily removed and it was found that the top of the sds tip was missing. It was confirmed that the stent was still secure on the balloon after removal. The tip of the sds was not found. The physician believes it was not there from the beginning of the procedure. A new xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure reported. There was no resistance noted during un-packaging of the sds. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip separation was confirmed. The inflation issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issues or tip damage/separations reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. In this case, the IFU deviation would not have contributed to the reported complaint.